Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to cracked and bleeding on lcd glass. Unit was received with broken off the end cap, missing motor assembly and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack in case. Customer's blood glucose level was unknown. The customer stated insulin pump was bumped or dropped. The insulin pump will be returned for analysis.